Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer , update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation, the system error message was reproduced and the cause of the error was due to a hole in the articulation sleeve by material quality. A new articulation sleeve material has been implemented since (B)(6) 2016 as an improvement action. This defective transducer was prior to the corrective action.